Event description:
It was reported that during brain aneurysm procedure, the subject stent deployed prematurely inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional testing were not performed as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. There was no indication of a user related issue. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event ¿stent deployed prematurely during use¿.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during brain aneurysm procedure, the subject stent deployed prematurely inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.